Manufacturer narrative:
A1: patient identifier: requested, but unknown. A2: date of birth: requested, but unknown. A4: weight: requested, but unknown. A5: ethnicity: requested, but unknown. A6: race: requested, but unknown. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. D4: lot number: requested, unknown. D4: expiration date: unknown due to unknown lot number . D4: UDI: n/a as this product code is not exported to the us market. E1: initial reporter name : requested, unknown. E2: health professional: requested, unknown. E3: occupation: requested, unknown. H4: device manufacture date: unknown due to unknown lot number. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The manufacturing record and the shipping inspection record was conducted. Since the lot number was unknown, investigation could not be performed. In the past three (3) years (april 2020 to march 2023), no defect occurred in the manufacturing process related to peeling of the urethane for the product with the involved product code. Based on the investigation result, in the past three years, no defect occurred in the manufacturing process related to peeling of the urethane for the product with the involved product code. Since the actual product was not returned and investigation could not be performed, it was not possible to clarify the cause of occurrence. Relevant instructions for use (IFU) reference: if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the guide wire and/or endo therapy accessory and determine the cause by fluoroscopy or endoscope. Continuing to manipulate the guidewire could cause patient injury, such as punctures, hemorrhages, or mucous membrane damage. It may also damage the endoscope, instrument and/or endo therapy accessory. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
The user facility reported that the after the endoscopic retrograde cholangiopancreatography (ercp), procedure the facility staff confirmed that the involved single use guidewire device coating had peeled off at approximately 5mm from the distal end. The coating may have dislodged in the patient's bile duct. The involved product was opened the day before however not used at that time. Therefore, it was put back in the pack and was used in this case. The event occurred intra-operative. The patient's final impact was not harmed. No medical intervention was needed. However, it was possible that the urethane peeled and remained in the patient's body.